Event description:
As reported by the exactech knee replacement study, approximately one year post initial tka, the (B)(6) male patient complains of discomfort and some loss of motion. The event is still ongoing. Per clinical study case report form indicates this event is unlikely related to devices and possibly related to procedure.

Manufacturer narrative:
Concomitant medical products: truliant cr cem fem cr cem left sz 3 (cat# 02-020-13-0230); truliant tib fit tray cem sz 3f / 3t (cat# 02-022-45-3030); advanced patella 35mm 3 peg implant (cat# 200-07-35). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech knee replacement study, approximately one year post initial tka for osteoarthritis, the 58 y/o obese female patient complains of discomfort and some loss of motion due to arthrofibrosis. Action taken: patient is scheduled for pre-op visit. The event is still ongoing. Per clinical study case report form indicates this event is unlikely related to devices and possibly related to procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent knee discomfort/pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.